Event description:
As reported by the (B)(6) adjudication committee, a (B)(4) study patient experienced a peri-procedural mi on the same day of the index procedure. The indication for the index procedure was unstable angina. Angiography revealed 70% stenosis in the proximal left ascending artery (lad). The lesion was described as 24mm in length, b1 and de novo. The reference vessel was 3.5mm in diameter. The lesion was treated with an initial 3.0 x 18mm cypher rx and implanted at 12atm. The stent was post dilated as standard procedure with a 3.5 x 15 balloon at 16atm. An additional 3.0 x 8mm cypher rx stent was also implanted at 14atm to the lad due to initial stent not fully covering. The lesion was pre-dilated with a 2.5 x 15 balloon at 8atm and a firestar rx catheter was used. The second stent was deployed proximal and overlapping the initial stent to fully cover the lesion. The stent was post dilated as standard procedure with a 1.5 x 35 balloon at 16atm. There was 0% residual stenosis and timi flow 3. The pre-procedure enzymes were ck 30 (200 u/l), ck-mb 2.8 (7.9 ng/ml) and troponin t 0.01 (0.01 ng/ml). The post procedure enzymes 6 to 12 hours were ck 117, ck-mb 15.9 and troponin t 0.11. The post procedure 16-24 hours were ck 268, ck-mb 24.9 and troponin t 0.32. There were no other complications reported and the patient was discharged home two days later. Per the investigator, a peri-procedure mi did not occur. Per the (B)(6) adjudication committee minutes received on (B)(6) 2012, the committee determined that the patient experienced a peri-procedural mi related to the target vessel. The event was reported as related to the device and related to the procedure.

Manufacturer narrative:
The alert date on the 3500a supplemental medwatch was noted as (B)(4) 2012. However, this date was inadvertently provided incorrectly and should have been noted as (B)(4) 2012. Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.

Manufacturer narrative:
Concomitant medications: asprin 325mg qd, metoprolol 25mg qd, nitroglycerine .4mg, simvastatin 40mg qd and angiomax unknown dose. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00143 and 3003742446-2012-00144.

Manufacturer narrative:
Addendum: based on the information received from the site on (B)(6) 2012, the code of occlusion has been added on this report. Complaint conclusion: as reported by the cec adjudication committee, a (B)(4) study patient experienced a peri-procedural mi and coronary side branch occlusion during the index procedure. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, most recent pci on (B)(6) 2009, hyperlipidemia, most recent mi (B)(6) 2009, chronic pulmonary disease, history of smoking, and asthma. The indication for the index procedure was unstable angina. Angiography revealed 70% stenosis in the proximal left ascending artery (lad). The lesion was described as 24mm in length, b1 and de novo. The reference vessel was 3.5mm in diameter. The lesion was treated with an initial 3.0 x 18mm cypher rx and implanted at 12atm. The stent was post dilated as standard procedure with a durastar 3.5 x 15 balloon at 16atm. An additional 3.0 x 8mm cypher rx stent was also implanted at 14atm to the lad due to initial stent not fully covering. The lesion was pre-dilated with a 2.5 x 15 balloon at 8atm and a firestar rx catheter was used. The second stent was deployed proximal and overlapping the initial stent to fully cover the lesion. The stent was post dilated as standard procedure with a 1.5 x 35 balloon at 16atm. There was 0% residual stenosis and timi flow 3. The pre-procedure enzymes were ck 30 (200 u/l), ck-mb 2.8 (7.9 ng/ml) and troponin t 0.01 (0.01 ng/ml). The post procedure enzymes 6 to 12 hours were ck 117, ck-mb 15.9 and troponin t 0.11. The post procedure 16-24 hours were ck 268, ck-mb 24.9 and troponin t 0.32. There were no other complications reported and the patient was discharged home two days later. Per the investigator, a peri-procedure mi did not occur. Per the cec adjudication committee minutes received on (B)(6) 2012, the committee determined that the patient experienced a peri-procedural mi related to the target vessel. The event was reported as related to the device and related to the procedure. Additional information was received on (B)(6) 2012 from the site. A promus des was used to treat the rca during the index pci. Per the investigator, the peri-procedure mi was due to the stenting of the proximal lad resulting in jailing of a septal perforator branch that originated from that segment and the septal had sluggish flow after stenting. No treatment was noted. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lots presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15040010 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.